Manufacturer narrative:
Summary of evaluation: this device can not be evaluated as it has not been returned to co but rather has been discarded at the hospital. The information provided suggests that this event is not device related but rather is associated with patient infection.

Event description:
The patellar component was removed due to infection in the joint. The femoral and tibial components were also removed at this time as well.